Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up noise was displayed on this device. The noise was marked as premature ventricular contractions (pvc), ventricular fibrillation (vf) and ventricular tachycardia (vt). It was not possible to reproduced the noise but asystole for > 2 seconds was confirmed. At this time the device remains implanted. No additional adverse patient effects were reported.